Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working and that he dropped the insulin pump. The customer's blood glucose was 247 mg/dl. The customer explained that there were water droplets in the screen. The customer explained that he fell in the pool with the insulin pump. The customer did not receive the button error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. The insulin pump has cracked case at the display window corner, battery tube threads and with minor scratched display window.